Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their implantable neurostimulator recharger (insr) is dead. Patient stated they told their representative last month that the insr battery was stuck on a quarter charge and it wouldn't increase further. Patient said now the insr wouldn't charge from desktop charger (dtc) at all and just showed the insr battery was empty. Patient mentioned their implant battery was almost empty and was only going to last another 3 days and then they would be in a lot of pain. Agent asked, patient confirmed this issue started about a month ago and that's when they talked to their representative about it. Patient confirmed the green light was on the dtc. Patient inspected desktop charger cord and said it didn't look damaged, but the connector pin wasn't a tight fit anymore. The issue was not resolved. A request was sent to the repair department to replace the desktop charger (dtc). Patient called back, mentioned they were suppose have their cable delivered last week but haven't received the cable yet. Patient mentioned their stimulator is dead and they are noticing the pain. Patient services (pss) reviewed fedex tracking information from the website and provided patient with fedex tracking number.